Event description:
As reported by the customer, the hub was broken out of the package. Additional details have been requested.

Manufacturer narrative:
This product was reported to be available for testing and evaluation. However, it has not yet been received by the manufacturer. Additional information received will be submitted within 30 days upon receipt.